Manufacturer narrative:
Surgeon indicated that a knee interpositional was explanted. The patient received a total knee replacement device. Review of the device history record indicated that the device was made to specifications.

Event description:
Surgeon indicated that a knee interpositional was explanted. The patient received a total knee replacement device.